Event description:
Additional information was provided. It was reported that the physician performed a secondary intervention. The physician implanted an endurant cuff and snorkeled the left renal and superior mesenteric arteries. The physician was unable to cannulate the right renal artery so it was decided to be covered. The patient is doing well and the endoleak has resolved.

Event description:
An endurant cuff stent graft system was implanted for the endovascular treatment of a proximal type I endoleak. It was reported that approximately 21 months post procedure, a type I endoleak was observed coming from the endurant cuff. The physician plans to snorkel both renals and add an additional cuff. Film review analysis: review of returned films post-implant showed that a bifurcate device (could not confirm if a cook or talent) was positioned in the proximal neck, with the flow divider approximately 8cm below the renals. There is a proximal type I endoleak, as well as a possible unknown type endoleak near the distal sac. The cause of the endoleaks could not be determined from the films.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results and conclusion: (endoleak). (Unknown cause of event).